Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the lead had sustained clavicular crush damage at 15.8 cm to 16.2 cm from the connector pin. This likely contributed to the reported anomalies.

Event description:
It was reported that the right ventricular lead exhibited noise, oversensing and had sustained clavicular crush damage. The lead was explanted and removed.